Manufacturer narrative:
H10: per initial good faith effort (gfe) response received 24jul2024, the biomedical engineer (bme) attempted to perform preventive maintenance (pm) but could not get into service mode. The bme discovered that a printed circuit board assembly (pcba) failed. The repair is still pending. H11: d4 - product UDI.

Event description:
Philips received a complaint by the customer on the v60, indicating that the accept/check button was not responding. It was reported that there was no patient involvement at the time the issue was discovered. The device was removed from service without any impact to the patient or user. The customer called technical support to report that the accept/check button was not responding. The remote service engineer (rse) advised the customer to reference the latest version of the service manual for repair and provided the customer with the part number and price of the switch printed circuit board assembly (pcba). Resolution and disposition are pending.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case regarding the evaluation and repair; however, no response was received from the biomedical engineer (bme). It is therefore unknown what the outcome of the reported issue was, and no further information could be obtained. The investigation concludes that no further action is required at this time. This file is closed and can be reopened if new information becomes available.